Event description:
It was reported that after the iab was in use for 24 hrs, blood was seen entering the helium tubing. Resistance was encountered when trying the removed the iab, so the pt was taken to the or for surgical removal. There were no pt complications.